Event description:
A surgeon reported that a study pt presented with "non-significant" iritis and cme (cystoid macular edema) following intraocular lens (iol) implant surgery. The surgeon rated the cme as moderate, visually asymptomatic and not related to the study device or study procedure. In a follow up, the surgeon related that the etiology of the cme was un, as the pt did not have systemic diseases that could be related to it. The pt was treated with eye medication and was referred to a retina specialist for further evaluation and treatment.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There has been no other complaint reported in the lot number. Add'l info was requested and rec'd. (B)(4).